Event description:
During the index procedure, the pt experienced a non q wave myocardial infarction (nqmi). The index procedure treated the proximal lad. The lesion was moderately tortuous with 90% stenosis. The lesion was 3 mm in width and 28 mm in length. The physician predilated the lesion prior to placing a 3.0 x 32.0 mm taxus liberte stent. The pt received unspecified gpiib/iiia inhibitors during the procedure. During the procedure, an ECG detected a nqmi. Enzymes confirmed the nqmi. The nqmi was treated with medical therapy only, and was resolved by the end of the procedure. Residual stenosis was 0% post procedure. In the opinion of the physician, there is an unk relationship between the nqmi and the stent. The pt was discharged 3 days later on aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.